Event description:
Patient reported having a reaction to the tape used during the procedure. They mentioned that their skin is bright red, although the incision appears to be healing properly. The patient noticed the reaction the day after the procedure. They saw their healthcare provider last friday and have another appointment scheduled today. The patient was redirected to their healthcare provider to further address the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).